Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva expert meter, compared to a professional meter, within 10 minutes: 7 mmol/l (aviva expert), 22.3 mmol/l (professional meter). Customer then performed a 2nd test on her aviva expert using another vial of test strips from the same lot, and received a result of 22.4 mmol/l (aviva expert). No adverse event was reported. Return of the suspect device was requested for evaluation.